Event description:
Gyrusacmi was notified via a uf medwatch that a bugbee sheath came off during a cystoscopy and fulguration procedure. The tip of the bugbee electrode fell off into the bladder of the patient. The tip was retrieved and the procedure was completed. The patient was not harmed. (B)(4).